Event description:
It was reported that the pump failed occlusion test @ 7.50psi. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm: cassette not attached properly. Functional testing was performed, and the reported issue was not duplicated. The investigation determined that the cause of the issue was an intermittent downstream occlusion (dso) sensor. The dso sensor was replaced to correct this issue.